Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of bilateral iliac aneurysms. He also had a previous open aaa repair. The aneurysms were distal to the graft limbs and went all the way to the hypogastric arteries. The physician coiled both hypogastric arteries preoperatively and planned to extend from the graft limb on each side into the external iliac arteries. The right side was very tortuous and also had disease at the iliac bifurcation. Also, the proximal limb of the open repair graft also appeared kinked. With difficulty the right iliac was wired and the grafts were placed. Part of the stent that went into the external iliac was extremely narrowed and it was somewhat difficult to get the delivery catheter out through it. Subsequently, there was a thrombosis of the limb. The physician did a thrombectomy, and also stented the iliac bifurcation with an express 8 x 59 stent, and post dilated to 10mm. Other issue with this patient is an occluded sfa, so the only outflow was to the profunda. The patient was discharged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; narrow and tortuous vessels, and poor distal outflow), unapproved use of device (treating bilateral iliac aneurysms). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; narrow and tortuous vessels, and poor distal outflow), user error contributed to event (treating bilateral iliac aneurysms).